Event description:
Rn called and reported that the pt's line was bleeding and leaking fluid from his IV. Upon inspection, leakage was due to a unk breakage at the male luer lock that connects to the pt's central line. Pt has no knowledge of how the breakage occurred.